Event description:
Literature was reviewed regarding the mid-term outcomes of tricuspid annuloplasty using the tri-ad adams tricuspid annuloplasty ring. The study population included 248 patients with a mean age of 64 years who were predominantly females. Patient deaths occurred in the study population; the causes of death were not provided. There was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, adverse events included: moderate tricuspid regurgitation, acute kidney injury, low cardiac output syndrome and bleeding. It was reported that reoperations were performed due to bleeding and permanent pacemakers were implanted due to sick sinus syndrome and complete atrioventricular (av) block. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
G2: citation: authors: heemoon lee, et al.. Mid-term outcomes of tricuspid annuloplasty using the tri-ad adams tricuspid annuloplasty ring. Interdisciplinary cardiovascular and thoracic surgery 39(1), ivae131 2024. 10.1093/icvts/ivae131 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.